Manufacturer narrative:
E1: patient city: (B)(6).

Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that patient faced an event of low blood glucose level on (B)(6) 2024. Patient took 1 tablespoon of honey. Patient was treated with the insulin. No further information was available.